Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no capture was noted on the right ventricular (rv) lead.  The lead was capped and replaced during a routine changeout procedure.  No patient complications have been reported as a result of this event.